Manufacturer narrative:
Should not have included dates as this was during procedure, reporter is a physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, low impedance was noted on the lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.4cm. Analysis was normal. No anomalies were found.